Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the sample, a crease was observed on the posterior view. Additionally, a tear measuring approximately 0.2 cm was found within the crease, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: paresthesia, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a revision breast augmentation with two 700cc mentor memorygel breast implant prostheses and experienced postoperative right-sided rupture and paresthesia bilaterally. The patient noticed a lump in her right breast, and mammogram and ultrasound performed on (B)(6) 2020 indicated the right-sided rupture. In addition, the patient stated that she feels warm sensation that comes and goes, and her left breast feels different (unspecified). As a result, the patient had the implants explanted on (B)(6) 2020. This report is for the right prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, mentor received additional information regarding the revision surgery and the replacement devics. The patient underwent bilateral removal and replacement with two 700cc mentor memorygel breast implant prosthesis (catalog #: 3507004bc, right serial #: (B)(4), left serial #: (B)(4). Manufacturer's reference number: (B)(4).